Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing there was a broken conductor wire (black) on the fenestrated bipolar forceps instrument. Isi followed up with the initial reporter and obtained the following additional information: the damage identified prior to reprocessing. The instrument inspected prior to use and no damage was noted. There was no loss of cautery or thermal damage associated with damaged cable. No fragments fell inside of the patient¿s anatomy. The instrument did not collide with any other instrument or tool during the procedure. The procedure completed with a backup instrument. The instrument was not inspected for any damage after the completion of the procedure. Patient demographics were not provided.